Manufacturer narrative:
Product event summary (B)(4): the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had endocarditis and possibly (B)(6). Therefore the device and right ventricular (rv) lead was removed and replaced with a new device and lead. The rv lead was sent to pathology for culture. No patient complications have been reported as a result of this event.